Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative reporting the issue of high impedances was not resolved, but the physician treated the issue by reprogramming the stimulation settings using other electrodes than the ones showing abnormal values. The cause of the high impedance was not identified. The patient should have appropriate effect of therapy as no further problems have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, implanted: (B)(6) 2015, product type: lead. Product ID: neu_adaptor_acc, implanted: (B)(6) 2015, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that abnormal impedances values of 5041 ohms were found on electrodes 2 and 3. It was stated that the environmental / external / patient factors that may have led or contributed to the issue were unknown. The cause of the abnormal impedances was also stated to be unknown. The actions / interventions taken to attempt to resolve the issue included reprogramming around the electrodes that were showing the high impedances; the issue is ongoing. No symptoms were reported.

Event description:
Additional information received indicated that the information contained in report number 3007566237-2017-00268 was also contained this report. To this end, all additional information related to report number 3007566237-2017-00268 will be submitted under this report. The previously reported information in report number 3007566237-2017-00268 included the following: a healthcare professional (hcp) via a manufacturer representative reported a consumer underwent an implant procedure recently. The consumer claimed that impedance value exceeded normal range and was a bit high. There were was no particular troubleshooting performed and/or actions/interventions taken/planned. The issue was not resolved at the time of the report. The consumer¿s underlying disease was noted as parkinson¿s disease. Additional information received from the representative noted visiting the hcp on (B)(6) 2017 and obtained telemetry data on the problem.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0shy6, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0vgl0, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.